Event description:
An adverse incident has been reported from (B)(6) regarding an issue with an (B)(4) infusion pump. (B)(4). The customer reported pump failed during administration of inotrope medication. The pump alarmed and stopped and technicians identified a battery failure from the error code, although the pump was running on mains at the time. The pump was changed in order to complete the drug administration. Initially the faulty pump was repaired and returned to service following test and a new battery. On the advice of fresenius (B)(4) however it is to be returned for a full diagnosis. A follow up report will be submitted once the evaluation is completed.

Event description:
Two batteries were received for evaluation. The pump itself was not received for evaluation. The evaluation confirmed that the two batteries were defective and triggered an error 16 ("disconnected battery" according to technical manual) when connected to a pump.